Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site that were treated with oral and topical antibiotics (dates and duration not reported). Subsequently on (B)(6) 2016 the abutment was removed. The implanted device remains.